Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised. Initial patient complaint that hip dislocated and 'popped' itself back in. X-rays showed trunnion wear with the head barely on the trunnion. The stem, head, and liner were revised to a restoration modular stem construct, ceramic head, adm/ mdm poly insert, and mdm metal liner. There are no allegations against the revised liner.